Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and lumbar radiculopathy. The pump contained an unknown brand of morphine with a concentration of 25 mg/ml at a dose of 4.514 mg/day. It was reported the patient¿s pump was empty. The caller had access to the clinician programmer. The caller confirmed with the telemetry strip that there was the empty reservoir alarm that had occurred, and the patient¿s pump had been empty for approximately 14 days. The caller reported the hcp had tried to perform a full system content removal procedure, but they were unable to aspirate from the catheter access port (cap) on (B)(6) 2017. The reason for the call was the hcp wanted to permanently shut off the patient¿s pump and have the pump and catheter replaced. The caller stated the hcp was going to still perform a full system explant. The caller stated she would be calling back with the pump off authorization form. No patient symptoms were reported. The caller called back to get the code for pump off. She repeated the information about the catheter and stated the pump was also going to be replaced due to ¿patient safety¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.